Event description:
It was reported that after two hours of a hemodialysis treatment the nurse noted air in the system. The catheter hub was noted to be cracked. Blood loss at >100cc. The catheter was removed and a new catheter was placed.